Event description:
It was reported that the surgeon was suturing the graft with a "cc needle", when it tore at the anastomosis. This was repaired during the procedure and the pt was moved to recovery. While in recovery the pt hemorrhaged. The pt was taken back into surgery where it was noted that the graft had torn longitudinally above the suture line. This was repaired successfully.